Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared end of life (eol) in (B)(6) of 2012. At that time it was reported that the patient was to be seen for a device change out procedure. Recently, boston scientific received information that the device had declared a code that indicated that the device had entered into storage mode. The patient was reporting symptoms of shortness of breath. It was reported that the patient had been lost to follow up and had not had their device changed out previously. The patient was, again, to be scheduled for a change out procedure. There were no additional adverse patient effects. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.